Event description:
It was reported that the micro sagittal saw heated up during a bunionectomy. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion in the motor assembly and a damaged tps coated flex assembly were observed. The presence of corrosion in the motor assembly could cause or contribute to the handpiece heating up.